Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd wingset blood collection set, the user identified a needle stick injury post use. There is no report of medical intervention noted. The following information was provided by the initial reporter. The customer stated: this is the faulty item that our nurses had back to back needle sticks with. These will not work.

Event description:
It was reported when using the unspecified bd wingset blood collection set, the user identified a needle stick injury post use. There is no report of medical intervention noted. The following information was provided by the initial reporter. The customer stated: this is the faulty item that our nurses had back to back needle sticks with. These will not work!

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.